Event description:
It was reported that simultaneous atrial and ventricular capture signals had been observed as a result of atrial pacing. The lead was explanted and replaced. No patient symptoms were reported; the patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.